Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Date explanted - remains implanted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04332 / 04333).

Event description:
It was reported by the patient's legal counsel that the patient had an initial left hip arthroplasty on (B)(6) 2004 and an initial right hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on the left side on (B)(6), 2015 due to patient allegations of pain, discomfort, soreness, dysfunction, cobaltism, pseudotumor, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015-04332 / 04333 & 2016-03217). Product location unknown.

Event description:
It was reported by the patient's legal counsel that a right hip revision procedure has been indicated due to allegations of pain, discomfort and elevated metal ion levels; however, a right hip revision has not been reported at this time. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.